Event description:
It was reported that the patient had a myocardial infarction in the ER. A decrease in sensing and increase in capture were found. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.